Event description:
The pump was returned for investigation. Investigation revealed a crack in the battery compartment. This report is made based on results of investigation completed on 12/04/2013.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 12/04/2013 with the following findings: visual inspection revealed a small crack at the top of the battery compartment near the pump case seal. (B)(6).